Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rhythmic vibrations. It was also reported that when trying to set up the mobile monitoring application, it kept stating failed to communicate. The ipg remains in use. The mobile monitoring application remains in use. It was further reported that the patient felt vibrations at the implantable pulse generator (ipg) site every fifteen minutes. 2025-12-16: it was further reported that the patient stated "I have timed the cycles, every three minutes I will feel vibrating in my chest that lasts 23 seconds. It feels like a cell phone vibrating in my chest. It has occurred for days at a time and then will stop. Now it happens every nightat 10:00 pm". The patient stated that this could be related to managed ventricular pacing (mvp). Mvp was programmed off and atrioventricular delays were increased to prevent pacing. No patient complications have been reported as a result of this event.